Event description:
Vns pt has experienced a recent increase in seizure activity with urinary incontinence and tongue biting. Investigation to date has been unable to determine the cause of the reported events.